Event description:
It was reported by service report that the dampener on the cam bracket is leaking onto the floor. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Evaluation result code: dampener on cam bracket.